Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who received dilaudid and bupivacaine (unknown concentrations and doses) in an implantable pump for non-malignant pain. The pump implanted on (B)(6) 2015 stopped working. The issue began on (B)(6) 2015, when the patient's pain did not get better (lack of pain control) despite an increase in pain medication. The event cause was determined to be a catheter problem via a (B)(6) study performed on (B)(6) 2015. The pump system was subsequently replaced on (B)(6) 2015. Additional information was requested from the healthcare provider (hcp) regarding the cause of the catheter issue and to clarify if only a catheter issue occurred. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from a healthcare provider (hcp) indicated it was unknown if there was a catheter issue. The dye study reportedly showed possible kinking of the catheter. It was unknown if the system would be returned for analysis.